Manufacturer narrative:
Additional information:remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Per surgeon: patient with left hip implants clearly has metallosis, and we can see on xray that the center of the femoral head is not congruent with the center of the femoral stem, indicating that there is significant wear at the trunion. I anticipate revising him soon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Per surgeon: patient with left hip implants clearly has metallosis, and we can see on xray that the center of the femoral head is not congruent with the center of the femoral stem, indicating that there is significant wear at the trunnion. I anticipate revising him soon.